Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/06/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Screen blinks. Screen was replaced by site biomedical service. Issue resolved. System performed as intended. Return requested. Replacement monitor shipped to site 01/07/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a navigation system monitor screen that blinked. No further details regarding the behavior, or exactly when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 02/03/2016, further review found that the reported event was related to an office planning system used only for planning outside of a clinical setting, and the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.